Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H4: manufacture date is an unknown day in august 2008. H3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed one of the proximal ends broken from the sigma hp uni tib trl sz3 8mm. Broken fragments were returned for evaluation. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk of failure. However, taking in consideration the aspect of the device, the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sigma hp uni tib trl sz3 8mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code bf1108 provided is not a valid finished goods lot number.

Event description:
The device was reported for an unknown reason/malfunction. It did not happen in surgery.